Manufacturer narrative:
Reporting address line (B)(6) hospital , reporting address state: (B)(6), reporting address postal: (B)(6) , reporting institution phone: (b)(60, reporter phone: (B)(6).

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device experienced an ECG lead failure. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.